Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.